Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: device history record (DHR) review conducted: part:07.702.016s, lot:3c53600, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 28 mar 2023, expiration date:01 mar 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that there was a thirty (30) minutes of surgical delay.

Event description:
Device report from france reports an event as follows: it was reported that during a kyphoplasty (surgical procedure to repair a spinal fracture) on (B)(6) 2024, staff wanted to use a vertecem v+ cement system but it was impossible for staff to fill the cement syringes: despite the syringe being sucked in, the cement remained in the cement system. Staff then had to apply excessive force to try to get the cement to the syringe, but this caused the syringe to crack and explode. The service had to change the cement system with the same reference but unknown lot number, which caused a delay. This problem did not cause clinical consequences for the patient. This report is for a vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.